Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture about eight months post-implant. Lead dislodgement was reported by the physician. The local sales representative was contacted for a lead repositioning procedure. During the case, it was not possible to pass a guide on the electrode, so the lead was removed and replaced with a new lead of the same model. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture about eight months post-implant. Lead dislodgement was reported by the physician. The local sales representative was contacted for a lead repositioning procedure. During the case, it was not possible to pass a guide on the electrode, so the lead was removed and replaced with a a new lead of the same model. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Setscrew marks were observed in the correct location on the terminal pin. Blood/body fluid was present in the lead's lumen, as expected for open-tip leads. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.